Event description:
Bovie sparks and flame noted when surgical provider was using bovie tip to forcep. Flame was not near the patient, was noted on forcep and was away from the patient. The or team was notified. New bovie tip was used without further incident. All items given to biomed to evaluate.